Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, when the customer was trying to change the transmitter ID and toggle for the alphabetic pad, the "abc" was grayed out. The customer was able to place the pump in storage mode, turn the pump back on, and entered in the letter digits for the transmitter ID. There was no information provided regarding the customer's blood glucose level.